Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during initial implant, when the lead was placed, the patient developed diaphragmatic stimulation. The lead was repositioned, but was not able to find good placement. The lead was not used and a new lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).